Event description:
Additional information received reported that the patient had a 50% or greater reduction in symptoms. The cause of the event was determined and it was not device related. After implantation, despite getting efficacy during the trial, the patient wanted the device removed. Reprogramming was not needed. The patient did not experience a loss of therapeutic effect or loss of stimulation. The patient outcome was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported the stimulation was not helping the patient and the device was removed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.